Manufacturer narrative:
The device was received for evaluation. During evaluation, the number 1 key worked intermittently. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be failed keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, the number 1 key on the keypad worked intermittently. No additional information is available.